Event description:
Patient claim received. Patient suffers from pain.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain/discomfort, stem pain, and instability. There was noted to be no metallosis. The stem was revised. The cup was also revised, but was noted to be stable.

Manufacturer narrative:
The retrieved components were examined. No fractures or other defects were observed that may have contributed to the patient's pain or instability. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additional event information and investigational inputs were requested and provided. The patient¿s weight, smoking, previous fractures, femoral stem position, and concerns with her back and right knee may all have contributed to the pain and instability she reported with her right hip arthroplasty. The patient was reportedly implanted with a competitor's acetabular liner in conjunction with depuy femoral devices. This use of the depuy device(s) is considered off label and is not recommended. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).